Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra 2 meter was giving the 'apply sample' icon. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On the event day, at 6:00 am the patient noted the reported meter continued to display the 'apple sample' icon after correct blood sample application to the test strip; he did not obtain a blood glucose reading. At 11:00 am the patient reportedly experienced the symptoms of sweating, dizziness and fatigue. The patient administered self-treatment with food and/or a drink. He did not seek medical attention. The patient controls his diabetes with insulin on a sliding scale. During the troubleshooting telephone call, the customer care advocated (cca) determined the patient's testing technique was correct and the test strips drew in the blood sample correctly. The issue was resolved using a new vial of test strips. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after being unable to test his blood glucose level due to the reported meter issue, and received treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.